Event description:
Sales rep. Doesn't have any details at this time. He is waiting to get more information from the doctor regarding the details of the problem. (B)(4) 2014 the rep has made a couple attempts to obtain additional information about this complaint. He has communicated that the hospital has not been responsive. As a result, the complaint will be filed as it appears an explant occurred on (B)(6) 2014. It is unknown if this was intra-operative or what the initial implant date of the device is.

Manufacturer narrative:
The position of the cam when valve was received was 150mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed for the pressure test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3162, with lot number crgcld, conformed to the specifications when released to stock on the 25th june 2014. No root cause could be determined as no problem was found with the valves. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
The product for the following complaint was received on the 3rd november, 2014. Upon completion of the investigation a follow up report will be filed.

Event description:
The product for the following complaint was received on the 3rd november, 2014.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
This report is being filed to reflect the correct serial number of (B)(4). The previous serial number of (B)(4) is not correct.